Event description:
During troubleshooting of an unrelated alarm, it was reported that the registered nurse (rn) put new bags on the set up but did not change the cassette. The home patient (hp) was connected to the home choice (hc) during drain four. The technical service representative (tsr) assisted the rn to bypass to the last fill. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initial drain stage, where the home patient changed the heater bag without changing the rest of the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end of therapy¿, and ¿troubleshooting¿ warn the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.